Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: one no cartridge detected eaw 163 warning observed in b/box on (B)(6) 2015. Load step malfunction was not duplicated during investigation. Force calibration failed at 77. Force sensor removed and tested- resistance value was found to be out of specifications. Moisture observed on force sensor plate and pins. Keypad is peeling off. Returned battery cap used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under